Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted: visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 8953355) was received at us cq. Visual inspection of the complaint device showed the tip had broken off at the first thread form. Dimensional inspection: drawing: se_380067 measured dimensions: shaft od = conforming groove od =conforming. Document/specification review: relevant drawings current and manufactured were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip has broken off at the first thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces when it was used. Product issue escalation (pie) task has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523, lot: 8953355, manufacturing site: bettlach, release to warehouse date: 14. Aug. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a procedure, a driving cap began to unscrew from the insertion handle while impacting the implant. It was struck with the mallet while partially unscrewed and the threaded portion broke off. There was no fragment s generated. Procedure was completed successfully. Patient status was unknown. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown mallet (part # unknown, lot # unknown, quantity 1), unknown connecting screw (part # unknown, lot # unknown, quantity 1), unknown nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).